Manufacturer narrative:
Two devices were returned to omsc for evaluation. This MDR is regarding the second one of two devices. The evaluation confirmed that the ptfe pad was severely worn. The manufacturing history was reviewed, with no irregularities noted. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is one of the two reports. Cross reference MFR. Report number 8010047-2016-00758.

Event description:
During a hepatectomy, the subject device was used. It was reported that the ptfe pad of the device was damaged by the 4th time of output from the beginning of use. The procedure was completed with another thunderbeat. There was no patient injury reported. No further information was reported. After olympus medical systems corp. (Omsc) received two devices for evaluation, omsc confirmed that the one ptfe pad of them was partially separated and the other was severely worn on june 7, 2016. This MDR is regarding the ptfe pad severe wearing.